Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported there are blocked needles. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number: 305106, lot: 3209276. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received: how was treatment completed for customer? Do not understand the question when did the incident occur? Within the last couple of months on (B)(6) 2023 - on (B)(6) 2024) please confirm whether there was any patient impact. No, the clinician changed the needle. Please provide lot number for this material number: 305175 not available as the cover was thrown away. Date of event: within the last couple of months (dec 2023-jan 2024). Last incident -26 janvier 2024 lot#: provided: (bd305106) 30g, 1.27 cm -brown (lot: 3209276 exp: 2028-09-30). Did the event directly, or indirectly involve a patient or user? Yes. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No, replacement needle was readily available. Any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, I have one of the blocked hypo needles. Can you please provide more details and describe how the product is damaged. The hypo needle is blocked. Material#: 305106, batch#: 3209276. It was reported by customer that we have received a complaint for bd 305175 and 305106 items, the clinical anesthesia team recently found blocked hypo bd needles. Complaint received via email(s). We have received a complaint for bd 305175 and 305106 items, the clinical anesthesia team recently found blocked hypo bd needles. Nous avons reçu une réclamation pour les articles bd 305175 et 305106, l¿équipe clinique d¿anesthésie a récemment trouvé des aiguilles hypo bd bloquées.

Event description:
Material #: 305106 batch#: 3209276. It was reported by customer that we have received a complaint for bd 305175 and 305106 items, the clinical anesthesia team recently found blocked hypo bd needles. Verbatim: complaint received via email(s) attached. We have received a complaint for bd (B)(4) and (B)(4) items, the clinical anesthesia team recently found blocked hypo bd needles. Nous avons reçu une réclamation pour les articles bd (B)(4) et (B)(4) l¿équipe clinique d¿anesthésie a récemment trouvé des aiguilles hypo bd bloquées.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.